Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan that a patient received a coolsculpting treatment to the upper and lower abdomen and flanks using the coolscupling elite c150 applicator on (B)(6) 2023 and presented with pah three to four months post treatment. On (B)(6)2023 and (B)(6)2023 (revisit), the patient was diagnosed with ph to the upper abdomen, lower abdomen, and flanks.